Event description:
Device #2 malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose a-t device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, the suture broke. A second perclose a-t device was attempted, but resulted in a suture break. The device was removed and an angioseal was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. Device#1 perclose a-t, lot# unk, is being filed under medwatch manufacturer report number: 2953144-2008-001842.